Event description:
"In june 2004, dr. Left a message that he has a case with use of smartplug which involved a potential infection. The pt massaged the plug out. The infection resolved. In 07/2004, dr. Left a message with additional details saying another doctor had also a case of canaliculitis. The device was removed; the infection resolved." Medennium has made many attempts to obtain closure to dr. No favorable response. Medennium decided to contact the other dr. For assistance. In 09/2004, dr. Spoke with medennium about his case. His pt came in the lasik in 01/2004. The pt returned twenty days later and complained from dry eyes. A smart plug was inserted on the pt. The pt came back about four months later and was diagnosed with cellulitis. The plug was popped out and pt put on xymar qid. Case was resolved.